Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops were seen out of the end of the tubing. There was no impact to the customer's blood glucose level. During troubleshooting with tandem's technical support, it was noted that there was some insulin around the luer lock area as it felt wet and that the luer lock connection may not have been secure. The customer re-tightened the connection and the customer saw insulin drops coming out. The customer resumed insulin delivery.